Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided, the reported difficult or delayed positioning associated with leaflet grasping appears to be related to patient conditions (thin and mobile leaflets with a small prolapsed septal leaflet). A cause for the difficult to remove from anatomy resulting in the reported unspecified tissue injury cannot be determined. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Corrections - codes removed: medical device problem code: 1158 positioning failure; codes added: medical device problem code: 1157 positioning failure b5 procedure description updated.

Event description:
Subsequent to the previously filed report, additional information was received and the procedure description was re-written. It was reported that on (B)(6) 2025, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) grade 4. A triclip xtw lot: 40930r1036 was chosen for implantation. After 2-3 failed grasping attempts, the clip was retracted to the atrium and it was noted that chordae was torn. The clip was then able to be implanted successfully. A second triclip xt lot: 41211r1036 clip was then attempted to be implanted. The xt clip became tangled in the chordae in the posterior/septal commissure and had to be deployed in place. The clip was able to be placed on both leaflets despite being stuck in the chordae where it was deployed and stable. Tr was reduced to grade 1.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) grade 4. Xtw lot: 40930r1036 was implanted first anterior/septal mid without issue. After 2-3 failed grasping attempts, it was noted that chordae was torn. Xt lot: 41211r1036 clip was attempted to be implanted. The xt clip became stuck under the valve in the chordae in the posterior/septal commissure and had to be deployed in place. The clip was able to be placed on both leaflets despite being stuck in the chordae where it was deployed and stable. Tr was reduced to grade 1.